Event description:
It was reported that balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, when the physician inflated the balloon prior to inserting the device into the patient, it was noted that the balloon ruptured and could not be inflated. The procedure was completed with another balloon device. No patient complications were reported.